Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-13 h.6 investigation summary "material #: 367336 lot/batch #: 2174172, 2208141, 2214740 bd received 15 samples (9 from lot 2174172, 5 from lot 2208141, 1 from lot 2214740) and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for crushed packaging and foreign matter were observed. Additionally, the customer samples from lot 2174172 were evaluated by visual examination and the indicated failure mode for crushed packaging with the incident lot was observed. The customer samples from lot 2208141 were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. The customer samples from lot 2214740 were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes crushed packaging and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was foreign matter on device cannula/needle/syringe or any fluid path component. The foreign matter event affected 6 devices. The following information was provided by the initial reporter. The customer stated: "there is uncertainty about safety in terms of sterilization and its application. Black dirt was found on the blood collection set. Foreigh body was found inside the package."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was foreign matter on device cannula/needle/syringe or any fluid path component. The foreign matter event affected 6 devices. The following information was provided by the initial reporter. The customer stated: "there is uncertainty about safety in terms of sterilization and its application. Black dirt was found on the blood collection set. Foreigh body was found inside the package."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows:medical device lot #: 2208141 medical device expiration date: 2024-07-31device manufacture date: 2022-07-27d.4. Medical device lot #: 2214740d.4. Medical device expiration date: 2024-07-31h.4. Device manufacture date: 2022-08-02h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.